Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon burst at 14 atm during a percutaneous coronary intervention (pci) case. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and fluid visible in the inflation lumen and in the balloon. The balloon was bunched in the distal end of the balloon. There was a longitudinal rupture in the middle of the balloon, 5 mm distal to the marker band. There were no scratches noted on the balloon. The indeflator used in the procedure was not returned. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their evaluation at this time. Results and conclusions will be forwarded upon completion.